Event description:
It was reported that the patient wanted their vertiflex implant removed as the patient believed it was not effectively helping their leg and back pain. The patient underwent an explant procedure.

Manufacturer narrative:
The complaint of ineffective treatment could not be confirmed through product analysis. The probable cause was known inherent risk of device. However, upon visual and functional examination the implant failed the functional testing and microscopy revealed the actuator thread was severely stripped out. This damage is most likely to have occurred during the explant procedure. The probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patient wanted their vertiflex implant removed as the patient believed it was not effectively helping their leg and back pain. The patient underwent an explant procedure.